Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional, it stated that the consumer felt funny in eyes after wearing contact lens and went through full box trying to find a comfortable lens in left eye. Felt like there was something on the lens, sharp, burning sensation like acid in left eye. No deficiency was detected prior to use, and there were no tearing or deposits observed. Consumer was diagnosed with corneal abrasion. Upon follow up information received, the medical records stated that the consumer experienced severe foreign body sensation, severe redness, and watery discharge. The clinical diagnosis confirmed a superficial corneal abrasion, where corneal staining showed that more than fifty percent of the cornea was stained. Consumer was treated with bcl (bandage contact lenses). Consumer resume contact lens wear. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Updated b5 field upon additional follow up information. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up information it was reported that consumer symptoms were resolved.